Event description:
It was reported that the screen of a patient¿s liberty select cycler was dim during setup their peritoneal dialysis (pd) treatment. The display brightness was set to 10 but the screen remained dim causing the patient difficulty navigating the display screen. The patient also reported a heater bag not detected message during step 3 of setup. The message occurred two times. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Encountered dim screen. The inverter board transformer was determined to fail. An internal inspection of the cycler found indication of an internal short present on transformer (t1) of the inverter board. A known good inverter board was installed and the failure was verified. Removed functioning inverter board from the front panel screen display assembly at the completion of the investigation. A post accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. The cycler underwent and passed a valve actuation test passed, system air leak test passed, and patient sensor pressure verification passed. There were visual indications of dried fluid found in between the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.